Event description:
Boston scientific became aware of an event on 01/2005, where the physician tried to place the gdc 10-2d 2-diameter synerg detection circuit into the aneurysm, and it became difficult to make a good shape successfully. During the shaping of the subject device, it became stretched. No complications were reported to have occurred with the patient during this event.